Event description:
It was reported that a pt was being transferred when allegedly the eye loop at the top of the lift became loose and the chain link came off while pt was in the sling. Pt was dropped and suffered fracture to left knee.